Event description:
It was reported that the balloon failed to deflate. A 75 cm, 6.0x100 mustang balloon was selected for a procedure in the patient's artery. During the procedure, the 75 cm, 6.0x100 mustang balloon failed to deflate using the manometer. Then, the primary physician requested additional assistance from another physician. After a few attempts to deflate, the 75 cm, 6.0x100 mustang balloon deflated but not completely, and the physician was able to withdraw the 75 cm, 6.0x100 mustang balloon from the artery without the 75 cm, 6.0x100 mustang balloon fully deflating. There were no patient complications as a result of this event, and the procedure was completed.

Manufacturer narrative:
H11: device evaluation by manufacturer: a mustang device was received for analysis, the following attributes were examined. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The investigator inflated the balloon to its rated burst pressure with no leaks or issues noted. The investigator was unable to fully deflate the balloon due to the shaft kinks. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination of the shaft identified multiple shaft kinks. This concludes the product analysis.

Event description:
It was reported that the balloon failed to deflate. A 75 cm, 6.0x100 mustang balloon was selected for a procedure in the patient's artery. During the procedure, the 75 cm, 6.0x100 mustang balloon failed to deflate using the manometer. Then, the primary physician requested additional assistance from another physician. After a few attempts to deflate, the 75 cm, 6.0x100 mustang balloon deflated but not completely, and the physician was able to withdraw the 75 cm, 6.0x100 mustang balloon from the artery without the 75 cm, 6.0x100 mustang balloon fully deflating. There were no patient complications as a result of this event, and the procedure was completed.